Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went onsite to further investigate the reported issue. The e-100 generator was replaced. The system was then tested and verified as ready for use. The vessel sealer extend instrument used in this procedure has not been returned for analysis. However, isi received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the reported failure of the unit could not be replicated. The unit was installed into the test system and it worked fine with a synchro seal instrument installed for testing. The fa used the the synchro seal with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations about 50 times and the e-100 was working properly. There was no trouble found with the e-100 generator. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system sk2120. The vessel sealer extend had 0 use remaining after the last use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend instrument was not sealing properly, and tissue was sticking. The customer contacted technical support for assistance. The intuitive surgical, inc. (Isi) technical service engineer (tse) inquired about the status of the e-100 generator leds and the customer reported that the led was flashing amber when activating the vessel sealer extend. The tse suggested the customer to press and hold the e-100 power for 3 seconds to reboot the e-100 unit. It was unknown if rebooting the generator resolved the issue, but the procedure was reported to be continuing as planned, and there was no reported injury. Isi made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.